Event description:
Patient had just recently had an ngt placement by the bedside rn and an abdominal xray was performed to ensure correct placement. The same rn attempted to pull out the guide wire. As she pulled out the guide wire, she felt a prick on her right index finger. She took off her gloves and noticed her right index finger was bleeding. The wound was washed. The device was sequestered.